Event description:
It was reported the device was used during a lobectomy. It was reported the instrument jammed on the 3rd firing. Only 1/3 of the staple line formed and only 1/3 cut. Another instrument was opened to complete the case. There was no consequence to the pt.